Manufacturer narrative:
Date of event: date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low impedance issue was observed on the leads. During lead revision procedure upon opening of the ipg pocket site, leads were not inserted into the header. They physician unscrewed and advanced the lead into the header resolving the impedance issue. There were no complications during the procedure. Therapy was restored post procedure. Patient was stable.